Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and complex atypical adenomatous hyperplasia on (B)(6) 2006 and sling mesh and obturator were implanted. The patient experienced pain, infection, bleeding, incontinence, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, menorrhagia and dysmenorrheal. The patient also underwent the concurrent procedure of endometrial ablation during mesh implantation. It was reported that after implantation the patient experienced urinary problems and "bladder does not function". It was reported that the patient underwent cystoscopy due to urinary frequency and urgency on (B)(6) 2009 and she was assessed with dyspareunia, urinary frequency, urinary urgency and neurogenic bladder. She was prescribed flomax for outflow obstruction and used tamsulosin for urge incontinence. No additional information was provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03916. The same patient is represented in each medwatch.